Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the anterior tibial artery. After the guidewire crossed the lesion, a 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres, the balloon ruptured. Another 2mm x 40mm x 145cm coyote es balloon catheter was advanced and dilated the lesion again; however, during initial inflation at 6 atmospheres, the balloon also ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the anterior tibial artery. After the guidewire crossed the lesion, a 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres, the balloon ruptured. Another 2mm x 40mm x 145cm coyote es balloon catheter was advanced and dilated the lesion again; however, during initial inflation at 6 atmospheres, the balloon also ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.